Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a patient suffered an hemorrhage during a visualase surgery.

Manufacturer narrative:
A full review of data log files, patient folder and post-op exam was performed, as per as an IFU and a training record review. It was investiigated if the hemorrhage may be due to the inaccurate placement of the laser fiber, due to an undetected inelastic movement of the head forwards. However, nothing on images permited to determine a strict relation between the hemorrhage and the laser fiber implant. The shift of the head could be due to too much effort applied on the setting system as the head holder interfacing to the rosa device was not in conformance with the IFU recommendations (incorrect head holder adapter used). The mounting should have been checked before to commencing surgery. Inspection of the reported device ro14031 indicated that the device is fully functional and accurate. Corrected data : date of this report. Manufacturer email. Office contact. Date received by manufacturer (additional information). If follow-up, what type. Device evaluated by manufacturer. Evaluation code. Remedial action.

Manufacturer narrative:
Upon review of the complaint file it was noted that the notification date was incorrect. It was recorded as (B)(6) 2018 but the medtech internal employee was made aware of the event on the (B)(6) 2018. Therefore the correct notification date is (B)(6) 2018.